Event description:
Autovac postoperative blood recovery system attached to pt and vacuum in or. When pt arrived on floor rn reattached vacuum and heard whistling sound from relief valve. Observed that bag was collapsed inside canister and no suction was being applied to wound drain. Collection process aborted with no adverse consequence.